Manufacturer narrative:
The most likely assignable cause is instrument related, as the within run precision testing for phyt showed unacceptable precision performance prior to service actions and improved precision performance after service actions. There is no indication that the phyt reagent is not performing as intended.

Event description:
A customer obtained lower and higher than expected vitros phyt results from a single patient sample, a vitros control and a non-vitros control fluid using vitros phyt slides on a vitros 350 chemistry system. Patient sample vitros phyt result 14.3 ug/ml versus an expected result of 19.9 ug/ml. Biorad level 2 vitros phyt results 26.07 and 27.0 ug/ml versus an expected result of 21.36 ug/ml. Vitros tdm iii vitros phyt result 34.9 ug/ml versus an expected result of 29 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There were no patient results reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).